Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-00497, 1627487-2023-03213, 1627487-2023-03214, 1627487-2023-03215. It was reported the patient¿s ipg had reached its end of service and the patient was experiencing ineffective stimulation. Surgical intervention took place wherein the ipg and leads were explanted and replaced with two leads. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.